Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00067127/ #00067129 and #00067131 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 55-57 hrc and was found to be good. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 during a hip procedure for an unknown reason, the pins in the handle of the osteotome device fell out and the handle fell apart. All pieces were retrieved and another osteotome was readily available. No patient harm was reported, the procedure was completed successfully with no surgical delay. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the product development evaluation was performed and drawing 03_100_038, for the instrument(s) was reviewed and received broken. The tip is slightly gouged and there are hammer marks on the distal portion of the handle. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device shows light use during its 4.25 year lifespan. The handle and shaft of the device are separated and one pin from the handle is missing. The returned instrument(s) are used during hip preservation surgeries and the proper use and maintenance are addressed in technique guide j9798-a. The returned device is multi use and is used to create an osteotomy of the ischid. The complaint condition appears to be caused by wear of the life of the instrument and off axis use, rather than the design of the instrument. This complaint condition is possibly a result of method of use, instrument age, using the device for final tightening, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.